Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed upstream occlusion preventative maintenance testing which was reproduced. Evaluation found the device unable to detect an induced upstream occlusion due to a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed upstream occlusion preventative maintenance test. There was no patient involvement. No additional information is available.